Manufacturer narrative:
Suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: four photos were provided in response to this report. The first photo depicts the complaint device which is broken into several pieces as well as the carbon dioxide (co2) cartridge outside of the device. The second photo depicts damage to the ceiling of the hospital room. The third photo depicts the co2 cartridge and a circular piece of the bottom of the activation knob. The fourth photo depicts a portion of product label; the rpn and expiration date matches the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. The co2 cartridge was returned separate from the device and fully punctured. The co2 cartridge had white markings on the rounded bottom and damage around the tip. The left half of the device handle was broken off, exposing the regulator. The right half of the device handle was cracked but still attached at an angle to the rest of the device. The activation knob was broken into several pieces, including a round portion from the bottom of the activation knob. The activation knob could not be completely reassembled, indicating that pieces of the device are missing. The o-ring was missing from the regulator. There were no other anomalies noted with the regulator. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. To assist the user, the instructions for use (IFU) states, "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." The report indicates that the device was upside down at the time the incident occurred. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available additional comments regarding this report: based on the information provided that the device was not held upright, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Per the customer, "the carbon dioxide (co2) exploded inside the gun, cracking the gun and putting a hole in the facility ceiling. The device was being setup before use." The following was received on 05-dec-2019: the co2 cartridge did not explode, but it shot out the handle. No one was injured. The cook sales representative could not confirm if the co2 cartridge bounced off the floor and hit the ceiling, but believes that as they were attaching the catheter which was down the endoscope, the bottom of the handle was pointing up towards the ceiling and that¿s when it shot into the air. The devices were stored in their travel cart which stays in the hospital at regular temperatures. This occurred prior to patient contact; there was no impact to the patient. It was reported that the user had a sore hand from the impact.